Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A gradual deterioration of hearing over time with the device was reported. No event of accident or trauma was reported. Expert measurements may be conducted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation reportedly took place on (B)(6) 2018, however despite requested the device has not been received back for investigation.

Event description:
A gradual deterioration of hearing over time with the device was reported. No event of accident or trauma was reported. The recipient was re-implanted but the device has not yet been received for investigation.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
A gradual deterioration of hearing over time with the device was reported. The recipient was re-implanted on (B)(6) 2018.